Manufacturer narrative:
Unit received with software error bad pointer, impossible default case, parameter out of range, etc alarm loop during power up, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests or verify unexpected resume due to software error bad pointer, impossible default case, parameter out of range, etc alarm.

Event description:
It was reported that the insulin pump had screen and reservoir did not match problem. The customer's blood glucose level was unknown. The device will be returned for analysis.